Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. There was an incorrect connection of the device. There was an incorrect setting of the device. There was contact failure because foreign matter attached on the electrical contact of the video connector socket of the device.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, an endoscopic image disappeared. The user replaced the device to another system to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.